Event description:
It was reported that, no infection from surgery. Left hip feels different from right hip, doesn't feel right and doesn't move like right hip. Has different sensations. Still some swelling at site.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.